Event description:
It was reported that a pump's power adaptor overheated and sparked during an infusion (medication, programmed amount and delivery rate unk). A second pump was plugged into the same socket and performed as expected and no damage was caused to the outlet. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.